Event description:
It was later reported on (B)(6) 2016 that the patient has an appointment scheduled for (B)(6) 2016 for a second opinion regarding a lead removal due to infection re-occurring. The patient had lead explant on (B)(6) 2016 due to infection.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had generator explant on (B)(6) 2016 due to infection at the generator site. The lead was not removed. The patient had a large bulge on his chest suspected to be infection-related. The generator was recently implanted in (B)(6) 2015. Review of the generator device history record confirmed sterilization (hp) was performed prior to distribution. No additional relevant information has been received to date.